Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to plug the wall adapter into a functioning outlet for at least 30 minutes, but the pump did not begin charging. A replacement tandem cable and wall adapter were sent to the customer with two-day shipping, and if the battery depletes before the replacements arrive, the customer will switch to multiple daily injections (mdi).